Event description:
It was reported that the patient has expired after an implant duration of approximately 1.87 months. Through follow-up with the surgeons office, additional information regarding this patient was received. Unfortunately, the cause of death was not provided.

Manufacturer narrative:
Device was not explanted. The information was learned through implant patient registry. The patient also had two other devices implanted; please reference the other medwatch reports filed under patient identifier # (B)(4). Through follow-up, additional information regarding this patient was received, however, the cause of death was not provided. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.